Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump; the malfunction did not recur after the reset, allowing the customer to continue using the pump. The caller was instructed to reach out again if the issue recurs and acknowledged the instructions given.